Manufacturer narrative:
The device was evaluated and no malfunction was found, not able to duplicate issue.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
(B)(4) - product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the display is broken.